Event description:
It was reported that the during the convective radiofrequency water vapor thermal therapy procedure the generator received the error message, "40000: generator error". The case was cancelled due to this event without clinical consequences to the patient.